Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet system after changing supplies and potentially omitting the the final step of the prior supply change, with subsequent guidance provided to perform fill tubing and fill cannula, and later a full site change with teflon infusion set, after which insulin delivery resumed and glucose returned to range. Symptoms included hyperglycemia with a reported fingerstick value of 409 mg/dl with no associated clinical symptoms. Outcomes included no health consequences or lasting impact. User support included troubleshooting and user education on proper fill and site change procedures. Investigation of this case revealed that the cause of the hyperglycemia was unclear, and no device alarms were reported, with no visible bent cannula at the time of the site change and successful insulin delivery thereafter. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.